Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was able to be confirmed. During the device evaluation it was observed that the adhesive around the objective lens was peeled. Additional evaluation findings are as follows: the label on the video connector was peeling; damage on insertion pipe; bending section cover was scratched; adhesive on bending cover had a chip; wear on the angle wire; the universal cord and video cable were scratched; the video connector had a crack and was deformed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the label was peeling off of the endoeye flex deflectable videoscope. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive was peeled off of the objective lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive was peeling from the objective lens was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿ "chapter 3 preparation and inspection 3.3 inspection of the endoscope". [Inspection of the endoscope] 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.¿ olympus will continue to monitor field performance for this device.